Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. A defibrillation threshold test was performed without success. An external defibrillator was used to stop the ventricular fibrillation (vf). It was suspected the lead had been slightly pulled out of the heart muscle, however, no displacement was identified. This lead was successfully explanted and replaced. No adverse patient effects were reported.